Manufacturer narrative:
Additional narrative: note: this MDR report is being submitted as part of a remedial action to prevent serious injury. Section a2, a3, a4, a5: unknown, information not provided. Section b3: date of event: unknown, information not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: initial reporter: email address: unknown, information not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h9: the jjsv reference number is (B)(4). The number was omitted due to the complaint handling system character limitation. Johnson & johnson surgical vision (jjsv) has initiated a field action related to select lots of laminar® flow irrigation sleeve and test chamber ¿ 21 gauge (part number: opohf21l) due to a manufacturing issue which could lead to subpar performance during cataract surgery. While not all the irrigation sleeves in the recalled lots are affected, this non-conformance could lead to insufficient flow of balanced saline solution (bss), which may result in an unstable anterior chamber. This defect could result in a capsule tear, iris trauma, or corneal edema, or in rare instances a corneal incision burn. Complaints will continue to be monitored and investigated. Investigation is ongoing and corrective action will be implemented as appropriate. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor received a shipment for opohf21l sleeves having the defect of irrigation ports closed/incomplete. The doctor is not happy and confused about how this would happen. There is no patient adverse event to report. There was no medical or surgical intervention required. No further information is available.